Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow up when loss of capture and low r wave sensing were observed. An x ray was performed and dislodgement was noted. The lead was explanted when repositioning was not possible. The patient condition was good.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.